Event description:
Caller stated that he purchased the hdis reassure disposable underpads for his mother and found some of the pads has foreign substance in it. This are liquid like substance that slips through the pads.